Manufacturer narrative:
(B)(6) is lot 24648131, (B)(6) is lot 24653131. The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, hi, and 35 mg/dl within 10 minutes. Patient used two different vials of test strips from different lots, but she was not able to confirm us which lot number was used for each test. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.